Event description:
Philips received a complaint from a customer regarding a v60 ventilator reporting error code 110b: check vent ¿ proximal pressure sensor auto zero failed. The device was in use on a patient to create a treatment plan for respiratory support at the time the issue was identified. There was no harm to the patient or user, no medical intervention was required, and no treatment delays were noted. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported issue. The biomedical technician verified the check vent alarm and the 110b error in the significant log. The flow sensor assembly had recently been replaced due to flow readings outside of specification, documented under a separate record. The rse instructed the customer to check the pin alignment of the solenoids on the data acquisition printed circuit board assembly (da pcba). The customer reseated the da pcba, which resolved the issue. The unit was operated for one hour with no errors detected. Following the repair, the device passed all required performance verification tests in accordance with philips standards and was returned to service. The investigation concludes that no further action is required at this time. Should additional relevant information become available, the complaint file will be reopened. Based on the information provided and service performed, it was confirmed that the unit initially did not meet product specifications due to improper seating of the da pcba, which caused the 110b error.